Manufacturer narrative:
Product complaint # (B)(4). D.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. H.4: the device manufacture date is not known as the device lot number is not available / not reported. Clinician assessment: since the reportable malfunction resulted in a required surgical intervention to preclude patient harm, the event is reportable to the us FDA. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission.

Event description:
This complaint is from a literature source and the following citation was reviewed: malik k, nogueira rg, doheim mf, mohammaden m, rajani r, haussen dc, al-bayati ar. Bailout technique for entangled stent retriever and carotid stent during tandem large vessel occlusion endovascular therapy. Interv neuroradiol. 2023 jun 13:15910199231183106. Doi: 10.1177/15910199231183106. Epub ahead of print. Pmid: 37312526. Background and purpose: endovascular thrombectomy for patients with tandem occlusions could be challenging. Exposure to potential technical complications and bailout rescue techniques are of utmost importance. Cerenovus devices that were used in this study: qty 1: embotrap 5 mm × 37 mm. Adverse event(s) and provided interventions for embotrap: (73 year-old female patient) device entanglement with a stent. Several maneuvering attempts to disentangle stent retriever from the ica stent including re-sheathing stent-retriever with different sizes guide and microcatheters were unsuccessful. Balloon dilation with gradual pulling pressure applied to the stent-retriever wire was successful (modified surgical procedure and surgical intervention). No patient consequence.